Event description:
It was reported that the patient was in a head on collision (B)(6) 2012. The patient's pump started alarming a critical alarm. On (B)(6) 2012 pump low battery sounded; pump in safe state. When the patient was in the clinic they tried to reset the pump and refill, but the pump would put itself back into safe state and the alarm would sound. The eri ( elective replacement indicator) was 22 months. The pump was replaced (B)(6) 2012. It was noted that the patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
Catheter model #8709, lot # n099435013, implanted on: (B)(6) 2007, explanted on: unknown. (B)(4). Analysis of the pump revealed pump battery high resistance.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally stated that the patient started to go into withdrawal and was admitted into the hospital. He had "shakes" and was given oral baclofen. No pump damage was observed upon explant.

Manufacturer narrative:
(B)(4).